Event description:
A home patient contacted baxter's technical service center regarding a check supply line alarm during fill 6 of 6. The home patient disconnected the heater bag and reused the supply line to spike a new bag. Baxter's technical service representative assisted the home patient in ending therapy and advised the patient to contact their nurse. No patient injury or medical intervention was associated with this report per the home patient.